Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Pt is needing MRI. Caller states pt has no remote and the scs is not working - caller unable to clarify further. Additional information was received from a patient regarding an implantable neurostimulator. Caller stated they are calling from a law office that is representing pt in an auto accident - the reason for call was caller stated patient was involved in an auto accident and they are having a lot of issues. Caller stated the implanted neurostimulator is not charging anymore and it is not working since the accident. Caller stated the implant hcp is no longer in practice. Pss redirected caller to have pt get hcp listings from pats to have the ins checked - caller did not provide the pt name.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.